Event description:
Additional information was received indicating that the increase in seizures was believed to be related to the end of service. There were no changes in medications, programming settings, or external factors that preceded the event. The increases were nowhere near pre-vns baseline as the patient has done very well with therapy. The site was just noticing a slight increase so they chose to replace the battery as it was nearing eos. It was just an overall increase in seizures not related to a specific type. The patient is doing was said to be doing very well since the replacement. No other information was provided.

Event description:
It was reported through clinic notes received on 10/12/2011 that the patient was experiencing an increase in seizures. This was first reported in notes dated (B)(6) 2011 when it was indicated that the patient can have up to 20-30 seizures on a "bad day." It was noted that febrile illnesses can substantially increase her seizure rate. During that appointment the patient's vns settings were increased to a more rapid cycle. A flurry of brief partial seizures was also noted in clinic notes dated (B)(6) 2011. It was indicated that the rapid cycling did not provide any clinical improvement, and the patient's settings were changed back. The patient was referred for and underwent a generator replacement procedure. It was reported on (B)(6) 2011 that the intensified follow-up indicator had been set to "yes." Attempts for additional information and product return are underway.

Event description:
The explanted generator will not be returned as it has been discarded. Attempts for additional information regarding the patient's increase in seizures have been unsuccessful to date.